Event description:
It was reported the patient received the following results within 15 minutes: 29 mg/dl at 1:04 pm (time and date on meter not set correctly, customer says real time was 9:30am) 144 mg/dl at 1:13pm (approximately 9:39 am) 49 mg/dl at 2:06 pm 61 mg/dl at 2:06 pm 50 mg/dl at 2:08 pm 33 mg/dl at 2:09 pm 110 mg/dl at 2:21 pm the customer experienced low blood glucose symptoms and was able to self-treat by drinking juice.